Manufacturer narrative:
Product ID 977a160, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a160, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) might have been flipped. It was stated that the manufacturer¿s representative had x-ray results and wanted to know how to tell if the ins was flipped. It was noted that there was no old x-ray for comparison. It was stated that the manufacturer¿s representative would discuss with the healthcare professional (hcp). No additional information received. It was noted that the manufacturer¿s representative requested device specifications and wanted to know ¿if the larger contact was closest to where the lead entered the header block¿. It was noted that the phone connection was very poor and it was difficult to understand the caller. Additional information received reported that the device was flipped. It was reported that the patient could only get 2 boxes while charging. It was stated that stimulation was turned off. Additional information received reported that a revision was planned to address the patient¿s flipped device.